Event description:
The customer contacted keenova to report an issue with the injector module and their inomax evolve ds while a patient was receiving inhaled nitric oxide (no) therapy. The customer stated that a patient was transported to the operating room for a cardiac procedure. The patient was on an evolve device in conjunction with a puritan bennett 980 ventilator. When the patient was being transitioned to the anesthesia ventilator, the injector module (im) began to malfunction and the device began to alarm. The patient's oxygen saturation baseline was between 97%-99%, once the im began to malfunction the patient's saturation dropped to 91% and then gradually decreased to the 60s, then 50s. The customer could not indicate the specific alarm that occurred. The customer confirmed once the im was replaced, the alarm resolved and that patient's oxygen saturation returned to baseline within approximately 30 seconds. The customer believed the event was life threatening due to the significant decrease in the patient's oxygen saturation. The inomax evolve ds device was returned for investigation.

Manufacturer narrative:
The device was used for treatment. The complaint is reportable as a MDR as the adverse event was considered life threatening. No trend was detected for the serial number reported in this complaint. Trends were reviewed for complaint categories, issue not specified and low oxygen saturation. No trends were detected for these complaint categories. At the time of this report, the analysis and investigation of the device is still in progress. A final report will be submitted once the investigation is complete. Adverse event term: low oxygen saturation. (B)(4). (B)(6) on (B)(6) 2026.